Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with lysis of adhesions and cystoscopy due to pelvic pain and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic pain. It was reported that the patient underwent mesh removal/revision on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported by an attorney that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
Date sent to FDA: 11/15/2016. (B)(4). It has been reported that following insertion the patient experienced urinary frequency, urinary urgency, urinary incontinence and muscle spasm.

Event description:
It has been reported that following insertion the patient experienced urinary frequency, urinary urgency, urinary incontinence and muscle spasm.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.